Event description:
It was reported that during set up, when the renasys go device was plugged in the power cable, all lights on indicator light were flashing continuously and the device could not turn on. The device was not used on a patient, and a back-up was used instead to continue treatment. No delay or patient harm reported.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the reported event and the device. Visual inspection was performed and showed the top and bottom case is broken. Functional inspection was performed and showed the pump start correctly, no blinking. Pump battery was discharged. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Root cause is determined to be a defective battery and contact with another source. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.